Manufacturer narrative:
Please note the correction to h6 method codes. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If more information is provided, the case will be reassessed.

Event description:
As reported: "tip of 1.4mm asnis guidewire left in situ of the patients left ankle. Scrub nurse noticed the missing tip off the guidewire when it was returned to him. Surgeons informed and x-rays taken to confirm it was left inside. Surgeons tried to retrieve the tip initially but eventually decided to leave it inside as it would cause more harm to try and remove it. Surgeon stated it wont impede or affect patients range of movement in any way. "

Event description:
As reported: "tip of 1.4mm asnis guidewire left in situ of the patients left ankle. Scrub nurse noticed the missing tip off the guidewire when it was returned to him. Surgeons informed and x-rays taken to confirm it was left inside. Surgeons tried to retrieve the tip initially but eventually decided to leave it inside as it would cause more harm to try and remove it. Surgeon stated it wont impede or affect patients range of movement in any way. "

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.